Event description:
Hill-rom received a report from the account stating the hi/low head section was rising on its own. The bed was located in room 1110 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom technical support troubleshot with the account and suggested the head hi/low motor be replaced. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account has stated they have requested the hi/low motor to be ordered, but the account has not done so at this time. No further information is available on the repair of the bed at this time. If any additional relevant information is provided the additional relevant information will be submitted in a supplemental report. Based on this information, no further action is required.